Event description:
Dec 10 2020 - per received with additional event information. Implant was torqued past 20 ncm. Could not remove abutment and then implant became 2 weak after 5 months of osseointegration. Implant was then removed with abutment and using hemostat, abutment was eventually removed.

Manufacturer narrative:
One tapered screw-vent implant (tsvtb11), one healing collar (hc345), mount and screw were returned for investigation. Visual evaluation of the as returned products identified signs of wear and bone/blood residue around the external and internal threads of the implant due to usage. The healing collar head and upper threads of the implant appear to be damaged/scratched possibly during removal. Functional testing was performed. Healing collar and mount engaged and disengaged implant as normal. No pre-existing conditions were noted on the per. The implant had been placed on tooth # 7 (unknown notation system) for approximately 5 months. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the lot for similar events and no other complaints about nonconforming events were identified. Therefore, based on the available information and functional testing, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the restoring doctor was not able to remove the healing collar and the implant moved. He removed implant and still was not initially able to remove the healing collar from the removed implant. Eventually he was able to separate. Tooth location not reported.